Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
During the implantation of a 26mm sapien 3 ultra valve in the aortic position, during valve deployment the balloon ruptured at full balloon inflation. The implanter pulled negative pressure on the atrion, balloon/delivery system (ds) during attempts to pull the devices into the esheath. Resistance was met and the ds catheter separated from tip/nose cone. A surgical cutdown of the femoral artery was performed to remove the balloon tip/nose cone. After surgical closure, patient was transferred to recovery in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image review was performed on images provided and the following was observed: balloon burst confirmed radially, separated inflation balloon appeared bunched, presence of calcification at the landing zone. The complaint events were confirmed by the provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of device history record (DHR) did not provide any indication that a manufacturing nonconformance contributed to the event. A detailed root cause analysis was performed by edwards lifesciences for similar returned balloon burst complaints has been summarized in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per follow up response and imaged provided, it was verified that, "moderate calcium, possible calcified commissure or raphe, and calcium in the sino tubular junction (stj)." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the edwards lifesciences technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Since no edwards defect was identified, no corrective or preventative action is required complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.